Manufacturer narrative:
The patient tightened the cartridge cap while attached to the infusion set. The user guide instructs the patient to insert the cartridge into the pump and tighten the cartridge cap prior to connecting to the pump. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(6) 2011 and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported experiencing low blood glucose levels (26mg/dl) after changing the cartridge. The patient was able to treat himself and did not seek help. The patient stated that he reattached the tubing and then tightened the cartridge cap.